Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-june-2026, it was reported by a sales representative via (B)(4) that an ar-9621-30t instrument had a broken tap set. Noticed during a case with no patient effect. Metal piece found in post -op x rays, but unsure if it is related to broken tap.